Event description:
In 2005 pt underwent morphine pump revision surgery at another hosp. Approx one week post op she noted wound drainage and pain at incision site accompanied by malaise. About five weeks later pt was admitted to reporting facility with diagnosis of wound infection and underwent surgical removal of suspect medical device. Two weeks later pt was transferred from reporting facility to a rehab facility.